Event description:
Procedure type: laparoscopical low rectum transection. According to the reporter: incident happened (B)(6) 2013. Customer has not kept trace of exact data: lot number, patient data. When going to fire the device in order to proceed with the cut, the device did not allow to go on. The surgeon changed the device in order to go on. The surgeon changed the device in order to go on with the surgery which did not staple either. The case was converted to an open one and then they used cold knife (surgical scalpel) clamping distally and proximally. The sales rep has informed us that the rectum was radiated and the sulu selection was wrong this is why the device could not staple. No reinforcement material was used.

Manufacturer narrative:
(B)(4).